Manufacturer narrative:
The lens was returned in a lens case. Viscoelastic was dried on the lens. The lens was cut into two pieces. A line of excess monomer was observed on the anterior surface of one optic portion. This line of monomer was just off center of the optic. Direct lighting shows the line to be lens material. With indirect lighting, this line of lens material appears dark. For verification lab testing was conducted. The clear material 1.7 mm in length was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material's generated spectra to a library of spectra found the best match to be iol lens material. Based on the review of the returned sample, the root cause for the reported issue was determined to be manufacturing related. The observed line on the optic was not foreign material. The line was determined, through microscopic evaluation and confirmation lab testing, to be a line of excess monomer (lens material). The line of material 1.7 mm in length was isolated and analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the material's generated spectra to a library of spectra found the best match to be lens material. This excess strand of monomer was most likely introduced to the optic surface during the wafer separation operation. The line of excess monomer (lens material) would not meet company cosmetic release criteria. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product was returned for analysis. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A nurse reported during the intraocular lens (iol) implantation the lens had to be inserted and removed as there was an foreign body embedded on the lens which looked like a bristle about 3-4mm. Additional information was received stating that a piece of black, linear foreign body was embedded within the optic which looked like a bristle of a brush approximately 2-3mm. While the lens was in the eye attempt was made to remove the deeply embedded material but it did not dislodge from the lens hence the lens was removed and replaced on the same day. The need to exchange the implanted lens at the time of the procedure led to an increased amount of corneal edema and prolonged the patient¿s recovery after the cataract surgery. The patient was not hospitalized for the event. The prognosis was good and the patient issues have resolved.